Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Lcb broken, reduced to 00/02%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) is broken. Based on the result, we concluded that it was caused due to an excessive force applied on the lcb. In addition, we confirmed that the ift coating damage, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint.